Manufacturer narrative:
(B)(4). Original reporting time frame july 1, 2015 to august 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame july 1, 2015 to august 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code pah is 22. Qty 1 - ajust helical incision sling (single). Qty 1 - ajust adjustable single incision sling (5-pack). Qty 20 - ajust adjustable single incision sling (single).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pelvic pain, complex right ovarian cyst, ruptured cyst, increased discharge, cervicitis vulvovaginitis, vaginal cyst, laparoscopic salpingo-oophorectomy, stress urinary incontinence, urge incontinence, poor vaginal muscle strength, urethral hypermobility, dyspareunia, constipation, incomplete bladder emptying, urinary frequency, cystoscopy x2 and placement of a tvt exact retropubic midurethral sling.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).original reporting time frame july 1, 2015 through august 31, 2015.

Manufacturer narrative:
(B)(4).